Event description:
It was reported that the customer experienced a blood glucose (bg) was displayed as "high"; although specific value was not provided. Bg cause was unknown. A system check was performed and the insulin exposed to extreme temperatures. Bg was addressed by delivering a correction bolus via the pump

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.